Event description:
Pt was undergoing a radiofrequency ablation for a lesion - possible osteoid osteoma - proximal to the right femur. When removing the grounding pad from the left thigh, a full thickness skin burn was observed in the area of the patch. The pt was admitted to the burn unit for treatment.